Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: investigation revealed the display screen was cracked and blank. Unrelated, to the display issues, review of the pump¿s black box revealed the time and date reset when the pump was rebooted. Further performance investigation could not be concluded due to the display issue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracked and blank display screen. This report is made based on results of the investigation performed on 06/24/2015.